Manufacturer narrative:
In use at the time of the event: CGM model: Unknown. Mobile OS: Unknown / Unknown / Unknown / Unknown.

Event description:
It was reported that the customer experienced a low blood glucose (BG) level of 49mg/dL. Low BG cause was not known. Customer¿consumed orange juice ¿to address BG. The customer then declined assistance from Tandem Technical Support regarding the issue. No additional patient or event information was available.